Event description:
It was reported that the images of the sys 9800 intermittently become grainy or flash. Rebooting the sys resolves the issue. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The sys was tested and found to be working as intended and placed back into svc.